Event description:
The facility reported, "battery shut down during patient use." The event was reported to have occurred during patient infusion. According to the hospital representative, no patient injury or medical intervention. No additional contact information was provided.